Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 24 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as seizure. The customer was wearing the insulin pump during the incident. The customer was not eating and believes this caused the low. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.